Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery alarm. The blood glucose reading is unknown. Customer states that their blood glucose reading was above 600 mg/dl. Nothing further reported.